Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled implant procedure, the physician could not access the posterolateral branch of the coronary sinus even after twisting and maneuvering lead. The lead was no longer used and replaced. The patient tolerated the procedure well and could continue to be monitored.